Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 07/18/2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient's cousin saw the patient going into a seizure and fell unconscious due to hypoglycemia. The patient's cousin got the patient's mother for help. The patient's mother grabbed the glucagon and administered it to the patient and the patient's brother called 911. When the paramedics arrived, the patient's blood glucose (bg) was at 130 mg/dl and the patient was transported to a medical center where he was given juice and was released after 2 hours. At the time of contact, the patient was doing well. There was no allegation against the dexcom system. It was indicated that the patient was not carrying their device or phone at the time of event because there were not in range of the devices. No additional event or patient information is available.